Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Manufacturer narrative:
Follow-up 08/09/2016: customer originally reported that they suspected the heart attack caused their elevated blood glucose (bg) levels and subsequent hospitalization. After speaking with their health care provider, customer reported that they now suspect the elevated bg levels were caused by a dislodged cannula, and the heart attack may have occurred in conjunction with the rise in their bg levels.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+400 mg/dl). Customer attempted to stabilize her blood glucose levels with the pump and manual injections, however her blood glucose levels remained elevated. Reportedly, the customer was found on the floor still conscious, but was vomiting and had diarrhea. Customer was then admitted to the hospital on (B)(6) 2015 due to diabetic ketoacidosis. Customer experienced a mild heart attack, and stated that is what likely caused her elevated blood glucose levels. Customer was released from the hospital on (B)(6) 2015 and resumed insulin therapy via the pump.